Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that far p-wave oversensing was observed on a ventricular channel. The patient was asymptomatic. Programming changes were made.